Event description:
Devices were implanted in 1980. Rptr awoke on 6/11/93 with large ballooning of outer right breast. Device explanted on 8/24/93. Implants were leaking and infiltrated into tissues per biopsy report. Rptr is experiencing muscle and joint pain, hair loss, shortness of breath, dry mouth and nose and morning stiffness (severe).